Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing. Upon evaluation, the q12 and q16 insulated-gate bipolar transistors (igbts) and u409 processor had shorted. In addition, there was evidence of contamination. The cause of the test failure is the shorted components and contamination. Root cause investigation into igbt failures is underway. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor, which was returned for investigation into an unrelated issue, a reportable problem was found. The monitor failed testing.